Event description:
It was reported that the pt underwent a sling procedure approximately 6 months ago. The pt recently presented with the mesh extruding through the midline incision. The physician plans to bring the pt back to operating room to remove the extruded area of mesh.